Manufacturer narrative:
(B)(4).

Event description:
A patient recently implanted with vns was in the process of having his settings titrated up. About 10 days after his settings were increased from 0.5ma to 1.0ma, he started having worsened constipation. The patient did have issues with constipation prior to vns, but it seemed to be worse after the vns settings were increased. The patient went to the emergency room for treatment and was given medication for the constipation. The nurse stated that she planned to disable the patient's device to determine if the vns was causing the constipation and stomach issues, or if it was due to other issues and the fact that the patient was elderly. Attempts for further information were unsuccessful to date.